Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported that the footswitch was not operative and a system message displayed during a cataract with iol (intraocular lens) implant procedure. The customer contacted technical services and replaced the footswitch as instructed. The case was able to be completed without harm to the pt.